Event description:
A us distributor reported that the patient was treated and passed away on (B)(6) 2015 while in the hospital.the lifevest delivered two treatments at 03:06:14 and 03:06:42 during bradycardia (10-15 bpm). Bradycardia is considered a non-treatable rhythm. CPR artifact contributed to the false detections. The response buttons were not used during the event. The electrode belt was disconnected at 03:06:52 and the patient subsequently passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. There was no device failure.